Manufacturer narrative:
This report is being submitted to correct b2 (corrected to add death and added date of death) and h1 (changed to death) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 49-year-old male patient with multiple comorbidities and a prior history of heart transplantation received an impella 5.5 device for management of heart failure with cardiogenic shock following transplantation. The patient had previously been supported with an impella cp device before escalation to the impella 5.5 device. At the time of impella 5.5 implantation, the patient was classified as stage e shock according to the society for cardiovascular angiography and interventions scale, indicating severe cardiogenic shock. On the thirty-third day of impella 5.5 support, the patient developed a hemorrhagic stroke. Throughout the course of care, the patient was treated with multiple medications, including inotropic agents, vasopressors, immunosuppressive therapy, and anticoagulation. The patient was also supported with multiple devices, including extracorporeal membrane oxygenation, continuous renal replacement therapy, a right ventricular assist device, and mechanical ventilation, reflecting the extreme severity of illness. The hemorrhagic stroke may have been associated with the use of anticoagulation medications. Given the patient's multiple comorbidities, the absence of an available donor for repeat heart transplantation, the occurrence of stroke, and the overall complexity and severity of the clinical condition, the family elected to withdraw care on 37th day of support. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella. 37 days on support. Difficult to advance during implant day 0, suction day 13 (likely due to ECMO), stroke day 33.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. D1: corrected brand name d4: corrected catalog number and serial number.